Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113018.

Event description:
Related manufacturer report number: 3006705815-2023-01255. It was reported the patient was experiencing reduced healing at the ipg and thoracic lead site. As a result surgical intervention was undertaken on an unknown date wherein the system was explanted. The system was replaced at a later date and effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.